Event description:
It was reported that prior to use foreign matter was discovered on needle tip with a bd safetyglide¿ needle. The following information was provided by the initial reporter: dirty dirt on the needle tip.

Manufacturer narrative:
H.6. Investigation summary. A device history review was conducted for lot number 9206172. One photo and two 3ml syringes with safetyglide needles in open blister packs (p/n 305905) were received and evaluated. One blister pack was from batch 9206172 and one was from 9172716. It was observed on both cannulas there was black foreign matter particles. One cannula had the particles near the middle and one cannula had the particles near the tip. Both cannulas had particles larger than level 3 in size and were rejectable per product specification. Fourier transform infrared spectroscopy (ftir) analysis was completed on the dark material observed on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene mixed with silicone. Possible root cause is associated with the safetyglide assembly line. This could have happened while performing cleaning activities. No corrective actions are necessary based on the defective rate identified. Batch 9206172 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the device type is as follows: medical device type: fmf, fmi. Common device name: hypodermic single lumen needle, piston syringe. PMA / 510(k)#: k980987(syringe); k951254 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered on needle tip with a bd safetyglide¿ needle. The following information was provided by the initial reporter: dirty dirt on the needle tip.